Manufacturer narrative:
Insulin pump had a blank display, due to moisture damage on electronic assembly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display. The customer stated she tried changing the batteries but the issue persists. Customer could not remember her blood glucose. The customer was assisted with performing a self test. The insulin pump passed the self test. The customer asked for a replacement insulin pump as she was not comfortable with her current insulin pump. No additional information provided.